Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was unknown mg/dl. The customer stated the drive support cap appears normal. The customer stated that the device was no exposed to high magnetic field. Customer did not reported e70 alarm. The customer reports they were able to complete pump rewind. The customer was advised to monitor pump. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated button not responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that she had no delivery alarm. Customer was unable to troubleshoot at time of call. The customer was advised to call when the alarms occurs.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, found moisture damage on the keypad traces. The pump also had cracked battery tube threads, a cracked reservoir tube lip, and a cracked case near the display window corners.